Event description:
The pt died following a successful procedure with the jostent coronary stent graft. The jostent coronary stent graft is indicated for the treatment of free perforation, defined as free contrast extravasation into the pericardium in native coronary vessels or saphenous vein bypass graft less than or equal to 2.75 mm in diameter. The perforation was sealed.